Event description:
This rv lead was implanted on (B)(6) 2018 and remain implanted at this time. This lead was plugged into the lv port of this device. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).